Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the dose button was difficult to press, and the dial was jammed and difficult to turn, especially when dialing doses greater than 4 units. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed, and the customer attempted to force both the knob and button, but the device remained difficult to operate. The customer was advised that the insulin pen would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-105nnblna was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Tick mark does not align in the gage window when dialing to desirable doses to pair unit. Unit paired successfully to commercial app. Unable to perform baseline/wireless functionality and displacement dose accuracy test including leadscrew reset torque test. Inpen passed front cap investigation. However, during testing leadscrew retracted. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. In conclusion: the customer concern of difficult to dial/dose could not be confirmed. However, however, during testing leadscrew retracted. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.